Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed. A functional analysis confirmed that the cup impactor bolt could not be unscrewed by hand from the tritanium shell. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
It was reported that during a primary hip surgery 2 magnetic cup impactor tips got stuck inside 2 different cups of same part number. Surgical delay of approximately 15 minutes to swap out the two cups which impactor tips got stuck in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary hip surgery 2 magnetic cup impactor tips got stuck inside 2 different cups of same part number. Surgical delay of approximately 15 minutes to swap out the two cups which impactor tips got stuck in.